Event description:
It was reported that during an unknown procedure, the staples malformed. They were box shape. A like device was used to complete the case. There was no reported patient consequence.